Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the operation, the clinician found that the ureteral stent had ruptured upon opening the package. It was noted that they used the replacement sent.

Event description:
It was reported that prior to a stent placement procedure, the device allegedly had ruptured upon opening the package. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: upon further review, it was noticed that the device or similar device has not been cleared for marketing or commercial distribution in the united states. Therefore the event does not meet the criteria of a reportable event and determined to be not reportable. H10: upon further review, it was identified that the product catalog number belongs to peripheral intervention (pi) - tempe business unit. Therefore, business unit for the complaint has been changed from urology and critical care (ucc) to peripheral intervention (pi) - tempe. The FDA rn number for the was inadvertently submitted as 1018233. The correct FDA rn number was (B)(4). H10: g3 h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.